Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the fairly tight and calcified stenosed anatomy in conjunction with the narrow angulation at the iliac level resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation and/or inadvertent mishandling of the device resulted in the noted device damages (kinked stent sheath, outer member splits, inner member kink) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a calcified stenosis and tight lesion at the origin of the right afs. There was a relatively significant stress at the iliac level (narrow angulation). The 6.0x100mm absolute pro self expanding stent system (ses) was advanced to the lesion however resistance was met turning the thumbwheel and the stent only deployed 1 or 2mm. The ses was removed and the procedure completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.